Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that these right ventricular (rv) and left ventricular (lv) leads exhibited high pacing thresholds of 5.5v @ 2.0ms and 7.0v @ 2.0ms respectively several weeks post-implant. The physician noted the patient reported an extreme episode of coughing and suspected microdislodgement of the leads despite appearing in their original position via x-ray. A revision procedure was performed wherein the leads were successfully repositioned. No additional adverse patient effects were reported. This system remains in service.